Event description:
It was reported that during a nephrectomy procedure they received error code 5, broken blade and the tissue pad was melted. A second device was pulled to complete the procedure with no patient consequence. One device to be returned for analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.